Manufacturer narrative:
The pacing system remains implanted. Print outs were reviewed by a boston scientific technical service consultant and the patient returned for additional follow up. After interrogation of the device, a lot of pseudofusion pacing on the surface ECG was observed. The underlying rhythm was controlled at vvi 30ppm and the patient was not pacemaker dependent. The story of the 'syncope' episodes may have another origin or cause. Pocket manipulation and complete device testing was performed. The decision was made to reprogram the pacemaker in a way to promote intrinsic conduction with bipolar lead polarity. The patient will continue with normal follow up visits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker and right ventricular lead exhibited multiple stored episodes of myopotential noise in the arrhythmia logbook. This noise had caused oversensing with pacing inhibition. The patient had experienced 'syncope' type episodes with dizziness and 'blacking out'. The device had been programmed with a ventricular sensitivity of 6mv and was now reprogrammed to 7.5 mv. Print outs were sent to a boston scientific technical service consultant for review. The patient was to return in the near future for further follow up. No additional adverse patient effects were reported.